Event description:
It was reported the patient experienced stimulation in non-target areas and shocking sensations. The physician assessed the presence of high impedance readings on the lead. The patient underwent a revision procedure where the lead was replaced and did well postoperatively.

Manufacturer narrative:
Microscopic and x-ray analysis of the returned lead revealed multiple cables were completely broken at the bent/kinked location of the lead. There were no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor; however, it appears the lead was exposed to excessive mechanical force or movement causing the cables to fracture at the anchor point.

Event description:
It was reported the patient experienced stimulation in non-target areas and shocking sensations. The physician assessed the presence of high impedance readings on the lead. The patient underwent a revision procedure where the lead was replaced and did well postoperatively.